Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with infection at device pocket. It was noted the right atrial lead had dislodged. The pacemaker, right atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b5 section: previously should mention there was no allegation of infection being device or procedure related in the initial report.

Event description:
It was reported that one day post implant procedure it was observed the right atrial (ra) lead had dislodged, the lead was repositioned successfully. On (B)(6) 2024, the entire pacemaker system including the ra lead was explanted due to pocket infection, there was no allegation of infection being device or procedure related. The patient was in stable condition.